Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 0.5mm from the proximal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the damage and reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely mid to distal calcified left circumflex artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, it was unable to cross the lesion due calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed balloon pinhole.